Manufacturer narrative:
Product analysis : the balloon failed negative prep. On pressurization of the device liquid was observed exiting the luer. Upon visual inspection of the device, there crack on the front of the luer. A mould line was visible on the back of the luer. The balloon folds were intact. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A sprinter legend rx ptca balloon catheter was used to treat a moderately tortuous, severely calcified lesion with 95% stenosis in the distal right coronary artery (rca). There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was not pre dilated. The device did not pass through a previously deployed stent. Excessive force was not used on delivery. The balloon was prepped as usual and handed over to the medical staff with the non-medtronic inflation device on negative pressure. It was reported that on attempting to inflate the balloon, the non-medtronic inflation device did not ¿snap back¿ as usual. It was reported that there was no inflation of the balloon. 1 atm of pressure was applied, no additional pressure was added. It was indicated that a loss of vacuum was the trigger for inflation difficulties. The balloon was not moved or manipulated significantly after preparation. No crack was noted to the luer/hub of the sprinter legend device. The balloon was removed from the patient and it was discovered that the chamber of the non-medtronic inflation device had entrained air. There was no blood mixed with the contrast implying that the point of failure was external to the patient. The non-medtronic inflation device was reused without incident excluding the inflation device luer lock from the point of failure. It was also reported that the lesion was a distal portion of a heavily calcified, tortuous rca however given the point of failure would appear to be external to the patient I suspect this was not a contributing factor. The patient is alive with no injury. The procedure was completed successfully using another sprinter legend device.